Manufacturer narrative:
Product analysis:one 7f launcher guide catheter was returned for analysis. Torsional kinks were noted on the proximal shaft approx. 32-33cm and 35cm from the strain relief. Wire braid was exposed at both kink sites. The od of the device measured 0.094¿ meeting specification of 0.094¿ +/- 0.001¿. The ID measured 0.081¿ meeting specification of 0.081¿ +/- 0.001¿. No other deformation noted. If information is provided in the future, a supplemental report will be issued.

Event description:
One launcher guide catheter was attempted to be used. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. It was reported that the catheter kinked while in the patient. The patient was reported to be alive with no injury.